Event description:
It was reported the rv (right ventricular) and lv (left ventricular) leads both exhibited high thresholds. Failure of the 6949 lead was also reported. It was decided to remove and replace the rv lead. The lv lead was partially removed and not replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; partial lead in segments returned and analyzed. Proximal conductor fractured; full lead returned and analyzed. It was reported the rv (right ventricular) and lv (left ventricular) leads both exhibited high thresholds. Failure of the 6949 lead was also reported. It was decided to remove and replace the rv lead. The lv lead was partially removed and not replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications no conclusion can be drawn high threshold.

Event description:
It was reported the right ventricular (rv) and the left ventricular (lv) leads both exhibited high thresholds. Failure of the rv lead was also reported. It was decided to remove and replace the rv lead. The lv lead was partially removed and not replaced. No patient complications were reported as a result of this event. It was further reported the rv lead fractured, and had oversensing that resulted in the patient receiving inappropriate shocks.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) no anomalies found; partial lead in segments returned and analyzed. (B)(4) proximal conductor fractured; full lead returned and analyzed.